Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent. The outer tube is deformed. The lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid videoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope had no image. There were no reports of patient harm.